Event description:
It was reported that this tachy lead exhibited noise, possibly due to electromagnetic interference (emi). This tachy lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.